Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl [8075.0 mcg/ml] at a dose of 132.8 mcg/day, clonidine [3770 mcg/ml] at an unknown dose, and bupivacaine [40 mg/ml] at an unknown dose via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported on (B)(6) 2016 that the pump had been alarming for about a month and they were assuming it was because it was empty but no physician programmer was available. It was indicated that the patient was feeling pain and was in tears. It was advised that the hcp manage the patient¿s medical situation and get the pump filled as soon as possible. It was noted that the hcp was rushed and uncooperative when asking for required information. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.